Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6) 2011. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: rec incont. Surgical interventions: on (B)(6) 2011 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: removal of sling. Nonsurgical treatments: the patient was treated with pain medication for the treatment of: urinary symptoms . Treatment duration: 3-4months. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training). The patient was treated with topical treatment (including oestrogen cream): vagifem.